Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she developed mastitis twice, once on (B)(6) 2021 and again on (B)(6) 2022 and was prescribed an antibiotic, which she just finished. The device was returned with the customer's parts and accessories and was evaluated on 01/24/2022. The device passed suction and cycle specifications but was also noted that the customer¿s parts had milk residue on them. The customer's report of low suction could not be confirmed. It was also noted in the evaluation that the eccentric motor shaft of the pump was out of specification. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she has to replace the membranes too often on her pump in style max flow due to low suction and she developed mastitis. The customer also alleged that when she turns the vacuum up to high her nipples get swollen.